Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8546197. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
On (B)(6) 2026, during an endovascular embolization procedure, the 4mm x 23mm enterprise 2 (encr402312 / 8546197) was advanced to the target position via the associated 150cm x 5cm prowler select plus microcatheter (606s255x / 31606053) and then the stent release was initiated. The distal markers on the stent were converged and could not be opened. The physician removed the stent and the microcatheter from the patient. The microcatheter was replaced with another 150cm x 5cm prowler select plus microcatheter (606s255x) and the physician delivered the original stent, but the same issue was encountered. The physician retracted only the stent and replaced it with a new stent to complete the procedure using the second microcatheter. The procedure was prolonged by about 10 minutes. There was no report of any negative patient impact. On (B)(6) 2026, additional information was received. The information indicated that the procedure was targeting a ruptured cystic aneurysm on the m1 segment of the middle cerebral artery (mca). No vessel factors contributed to the incomplete stent expansion. There was no evidence of obstructed blood flow. The temperature indicator label on the inner pouch had been checked and found to be within acceptable criteria. No resistance was encountered during the advancement of the stent. When the original (first) stent was removed from the patient the second time, it was still on the delivery wire. There was no damage noted on the stent / stent delivery system. The second stent was another 4mm x 23mm enterprise 2 (encr402312). No damage was noted on the first microcatheter; it is not known if the second microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x) from the same lot (31606053). The information confirmed there was no negative impact on the patient and the physician did not consider the 10-minute procedure extension to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 23mm enterprise 2 was received contained in the decontamination pouch. Visual inspection was performed. The stent component was already detached from the delivery system. No damages were noted. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). It was also noted to be fully expanded with both ends completely flared. The reported issue regarding the stent marker bands converging was not confirmed as the stent was noted as already expanding on both ends and no damages were found during the inspection. It is possible that the marker bands may have converged together but opposed to the vessel wall during the procedure. Although no product defect was identified, there may have been other factors that contributed to the failure encountered during the procedure that could not be replicated in the laboratory setting. The stent detachment was not originally reported in the complaint, therefore, the exact time when this condition occurred cannot be determined. This condition is not considered related to the reported issue. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 8546197. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: maintain adequate stent length (approximately 5 mm) on each side of the aneurysm neck to ensure appropriate neck coverage. Position the stent for deployment by aligning the stent positioning marker of the delivery wire with the target site. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.